Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer checked the ventilator with proper tubing and test lung, and found that the ventilator is giving above mentioned alarms. Checked and crosschecked flow sensor exhalation valve body, diaphragm and also cleaned pressure sensing line. And also, checked and replaced internal pneumatics tubing, but still problem not solved. The customer performed transducer test and found all transducer passed. Finally, the customer crosschecked with working main printed circuit board with kit and found that the machine is working satisfactorily without any alarm. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported ventilator inoperable, motor fault, circuit disconnect, low pip (peak inspiratory pressure), low ve (exhaled minute volume) alarm continuously issue on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.